Event description:
During an unspecified procedure the maverick2 monorail balloon ruptured. The number of inflations and to what atms is unk. It was also noted that the physician expereinced difficulty crossing the physician experienced difficulty crossing the lesion. The lesion being treated was in the left anterior descending (lad) coronary artery. No pt injuries or complications were reported. Pt status is rpeorted as 'stable'.